Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was jammed and failed to open. The customer attempted troubleshooting steps, including rebooting the device and performing a recover, but the issue still persisted. The customer reported hearing the drawer clicking during attempts to open it, but the drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawer 2.1 on the auxiliary unit would not open. The fse opened the back panel to inspect the drawer and noticed that the insep was broken. The fse replaced the insep with a new one and recovered the drawer. The drawer passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.